Event description:
The customer reports their charging cable gets very hot and the personal diabetes manager (pdm) smells like burning whilst charging.

Manufacturer narrative:
The case reports that the device charging port smells like it's burning, and the charging cable and adaptor are described as very hot. The customer reported using the charging cable with another non-insulet device without issue. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#: 91127 was implemented. The customer was sent a replacement controller, cable and adaptor. No devices will be returned. Medical intervention was not required. If the device is received or additional information, a supplemental report will be submitted.